Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced an event of occlusion alarm on (B)(6) 2024. Patient reported that the blockage was located at the site. No further information was available.